Event description:
Related manufacturer reference number: 2017865-2022-47223; related manufacturer reference number: 2017865-2022-47225. It was reported the patient presented to the hospital with an infection from a knee surgery. The entire implantable cardioverter defibrillator (ICD) system was explanted and vegetation was found on the leads. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The lead was returned and visual inspection was normal. The cause of infection could not be traced to the device.